Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid,10 mg/ml concentration at min rate dose via intrathecal drug delivery pump for non-malignant pain and multiple back operations. It was reported that the patient did not hear the alarm, however when she interrogated the pump she saw the pump was in a safe state. Hcp reported a critical alarm was occurred, low battery reset occurred, reset occurred and safe state occurred. The patient currently had the flu and had been sick for the past 2 weeks. The hcp asked the patient during the call if the patient had any symptoms, the hcp stated she had been in a lot of pain. The hcp was not able to confirm if patient was in withdrawal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.